Manufacturer narrative:
Complainant part is expected to be returned for manufacturer investigation after the revision surgery is completed. Revision surgery is not scheduled yet. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Initial implant procedure was for skull repair. Patient condition was reported as stable. Surgeon will schedule a revision surgery to replace the implant.

Manufacturer narrative:
(B)(4). Device has not been explanted at this point. Complainant part is not expected to be returned for manufacturer review/investigation as it remains in the patient. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a mesh plate broke post-operatively. Initial implant surgery was on (B)(6) 2014 and the procedure reportedly had gone smoothly. On (B)(6) 2016 the patient had a CT scan and the surgeon did not notice the breakage of the plate. In (B)(6) 2016 the patient returned hospital and the patient family informed that the plate was broken. The surgeon reviewed the CT scan and confirmed; it is unknown if the surgeon reviewed the same scan from (B)(6) 2016 or a new scan. The patient has lost language ability. No revision procedure has occurred at this point as the patient's family has declined it. A revision procedure may be performed at a future date. This is report 1 of 1 for (B)(4).